Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent a pulmonary vein isolation (pvi) procedure. After the catheter was inserted into the patient and subsequently connected to the ultrasound system, the physician noted that there was no image displayed on the monitor. The swiftlink was switched but there was no improvement. The ultrasound system was rebooted to restore functionality. The catheter was remove and a new catheter was used to continue and complete the pvi procedure. There was only a minimal delay in completing the procedure. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. Reference complaint # (B)(4).